Manufacturer narrative:
No information about the involved lot was provided, so the related documentation could not be reviewed. Clinical evaluation performed by medical affairs manager: infection in cementless tha, 1 year after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed, one year and two months after primary surgery, due to infection with staphiloccocus.